Event description:
Boston scientific received and inquiry regarding the battery of this pacemaker. Fluctuating data was exhibited over the past twenty-one months from greater than 5 years remaining to three years remaining. This patient did pace greater than 95% of the time. There was no evidence of retries. Technical services discussed the current bin behavior of these devices and the combination of the software between the programmer and the device causing some variation in the calculation. No adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). The device was subsequently explanted for normal battery depletion over two years after the initial reported observations and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.